Event description:
Info received indicates the bed will move down by itself.

Manufacturer narrative:
The tech found the bed was drifting down very slowly. The tech cleaned and degreased the hi/low drive brake to repair the bed.